Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during a procedure to remove calculi from the bile duct performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon ruptured when removing a stone from the bile duct. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. Additional information received confirmed that no fragments of the balloon detached inside the patient. The patient's condition following the event was reported to be good.

Event description:
It was reported that a series of pts were treated for lumbar acquired spinal stenosis and degenerative disc disease leading to instrumented 1 and 2 level fusion. These pts were arthrodesed with rhbmp-2 and freeze-dried corticancellous allograft and limited amounts of local autogenous bone graft. Graft bed preparation, decompression, and segmental rigid spinal fixation were performed. Autogenous bone from the laminectomy was admixed and used with freeze-dried allograft in a layered application with 12 mg of rhbmp-2 (1.5 mg/ml), dividing the 3 x 4 inch sponge in half for each side. Results, outcomes and complications were reported to be consistent with this type of surgery. It was reported that one pt appeared to have a nonunion by plain film, flexion and extension views, and CT scanning. No other info was given.

Manufacturer narrative:
(B)(4).additional testing was performed on this device to determine if there was an issue with the y2a crystal. The testing confirmed that there was not issue with the y2a crystal.

Manufacturer narrative:
(B) (4). The software version for this device is master (B) (4) which is unremediated. Testing summary: the self test on ac power passed and able to duplicate the customer's key presses. Channel c primary start at 12.0mlper hour, channel b on primary start at 60.0ml per hour and channel a primary start at 375ml per hour. Channel a downstream occlusion was detected and an audible alarm was heard. One hour later, changed channel a volume to 999ml and pressed start and failure code (fc) 703:00 occurred on channel a and fc 702:00 on channel b and c. Fc 703:00 is a pump head module (phm) communication timeout failure. All failure codes occurred simultaneously. Channel a, b and c infusions stopped and all three manual tube release (mtr) knobs opened. The pump would not power off due to the open mtr knobs. The pump was left overnight with fc 703:00 on channel a and fc 702:00 on channel b and c. 16 hours and 17 minutes later, while the pump was still in the failure mode, fc 403:317:864:0000 occurred. A fc 550:320:844:0000 occurred on next power up self test due to the unplugged speaker harness. Fc 550:320:844:0000 is a speaker and audio circuits speaker voltage too low during an audible period. Re-connected the speaker harness. The pump passed the self test on ac power. While accessing the event history, fc 812:05 occurred. Fc 812:05 is a movement when stopped and is a cascade error after occurrence of another failure code (fc 550:320). Cycled the power off then on. The self test passed. During history download at 65 percent, the following failure codes occurred simultaneously; fc 804:54 on channel a and c, fc 702:00 on channel b and fc 403:317:864:0000. Fc 804:54 is a user interface module (uim) pump head (ph) communication system error. The uim pcb interconnecting harness and wires were inspected and no problem found. The uim pcb test points (tp) voltages were tested. All tp met specifications. The uim to phm communication cable and harness was inspected. No problem found. The daughter board was inspected. No problem found. Pressed the daughter board u6 and u10 connector down for a better connection. Channel a downstream was occluded, stopped infusion and changed the volume. The pump infused without malfunctions. The daughter board u6 and u10 connector was slightly pulled out. The pump was run per customer?s rates. One hour later, fc 403:317:864:0000 occurred. This is an indication of an unstable connection of the daughter board u6 and u10 connector. Inspection of the daughter board u6 and u10 connector shows no sign of bent pins. The u4, u5 and u65 software and sockets were removed and inspected for damage. None was found. All three phms harness and wires were inspected for loose connection or damage. Found cracked channel a tube load motor collar. No problem found on channel b and c. Reported condition confirmed for fc 804:56, fc 702:00 and fc 403:317:864:0000. Duplicated fc 702:00 & fc 403:317:864:0000 but not fc 804:56. The assignable cause: fc 804:56 on channel a and b, fc 702:00 on channel c and fc 403:317:864:0000 were confirmed in the history. Fc 804:56 was not duplicated. Fc 804:54 occurred during testing. The failure codes: fc 804:56, fc 804:54, fc 702:00, fc 703:00 and fc 403:317:864:0000 are communication error codes that were caused by the unstable connection of the uim daughter board to mother board pcb causing data to be corrupted.

Manufacturer narrative:
(B)(4).

Event description:
Initially, the facility representative reported a colleague triple channel pump with failure code 804:56 on channel a during patient use. There was an allegation of patient death involved with this reported condition. No additional information was available. A follow up call was received on 2-11-10 from the facility risk manager, who provided the following information. The patient did expire however, the facility does not feel that the device linked to the death of this male patient. The patient's condition was considered critical before the device alarmed and interrupted the therapy of vasopressin, phenylephrine, and norepinephrine. The device was swapped out for an alternate device and therapy continued. Reportedly, the failure had minimal impact upon the condition of the patient. It is currently unknown when the patient expired. The device has been sequestered. Additional information received on 2-12-10 indicates: the device reportedly alarmed failure code (fc) 804:56 on channel a and b and fc 702.00 on channel c simultaneously. Additionally, the pump alarmed fc 403.317.864.0000 across all channels. The event history will be downloaded and sent to baxter. The device remains sequestered. An on site visit was offered to the facility who declined and indicated the device will be returned to the product analysis lab for evaluation. This complaint will address the failure code 702 for channel c.

Manufacturer narrative:
(B) (4). The device was sequestered and will be returned to the product analysis lab for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.